Event description:
It was reported that pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd curve access system (was) and a 24 mm watchman flx pro laa closure device and delivery system (wds) were selected for use. Intracardiac echo (ice) imaging was used initially but was difficult to see due to the patient anatomy. The remainder of the case was completed under transesophageal echocardiography (tee) guidance. Pre-imaging was completed to see the size and morphology of the appendage as well as to scan for an effusion. There was no trace effusion noted. Access was obtained in the right femoral vein. A standard j-wire was inserted in the inferior vena cava (ivc) to the superior vena cava (sva), followed by the double curve sheath and the versacross connect. The j-wire was removed and replaced with rf wire. The physician used tee for proper positioning for the transeptal puncture (tsp). Due to the anatomy of the patient, the tsp was limited on where it could cross the septum. After the tsp, the rf wire was advanced into the la, where it did fall into the mitral valve multiple times. The physician did have difficulty attempting to advance the double curve sheath with the versacross connect dilator. The double curve was then advanced without the versacross dilator in the sheath and went through the septum. Tee showed a growing pericardial effusion, which measured 1.03 cm. The physician was made aware of the effusion and continued with the procedure. The wds was placed and met all position, anchor, size and seal (pass) criteria. After the device was released, the physician followed up on the effusion and noted it had grown to 1.62 cm. Pericardiocentesis was attempted, but no fluid was able to be tapped. The physician discontinued the tap and referred back to tee, where an effusion could no longer be seen. The patient was extubated and sent to recovery with the intention to follow up with another tee two hours later. There were no additional concerns reported.